Event description:
A surgeon reports the haptic stuck to the intraocular lens optic following insertion. During manipulation to free the haptic, the posterior capsule tore. It was necessary to remove the lens due to the loss of support. Additional information has been requested.